Manufacturer narrative:
An ocd field engineer visited the site, cleaned the reader camera lens, performed alignment and ran wad diagnostics for the reader camera. Though the root cause is unknown, repairs have returned the analyzer to expected operation. The customer performed qc and verified operations. Complaint:

Event description:
The customer reported that the ortho provue analyzer interpreted a positive antibody screen as negative. Visual examination of the gel card showed positive reactivity (1+) for the microtube in question. Repeated testing in manual gel method using the same lot of gel cards and reagent cells and reported that the sample was positive (1+). False negative results may result in transfusion of incompatible blood. The provue test results did not match those obtained in manual gel method using the same lot of gel cards and reagent cells, preventing erroneous results from being reported.